Manufacturer narrative:
Investigation conclusion: the report of an unspecified pump failure prior to an infusion of noradrenaline was not confirmed. The review of the pcu error log showed no errors or malfunctions on the reported incident date. The review of the pcu event log did not identify a pump failure. The logs identified alarms occurring during infusions, but the alarms were addressed by the user and the infusion continued. The user¿s programming was replicated on the returned devices. During the programming there were no obvious programming error. Infusion testing found no pump modules failing. Inspection of the source pump module found no irregularities. The device was being used for treatment. Device inspection: the device was received with the instrument seal broken. Both male and female iui are observed with dried fluid. There were no other irregularities observed. The disposable tubing was not returned for evaluation. Root cause analysis: the root cause of the reported complaint of an unspecified pump failure was not identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 09jul2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 23oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an unspecified pump failure. The incident occurred during an infusion in the ICU. Although the unspecified pump failure occurred on a previous shift, it was reported that the issue resolved and the pump continued to be used. During the next shift, the nurse decided not to use the pump to infuse a noradrenaline infusion since it had failed on the previous shift. The nurse made a decision to use a different pump. It is unknown if there was patient harm. Although requested, no additional event or patient information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient demographics were provided.

Event description:
It was reported that there was an unspecified pump failure. The incident occurred during an infusion in the ICU. Although the unspecified pump failure occurred on a previous shift, it was reported that the issue resolved and the pump continued to be used. During the next shift, the nurse decided not to use the pump to infuse a noradrenaline infusion since it had failed on the previous shift. The nurse made a decision to use a different pump. It is unknown if there was patient harm. Although requested, no additional event or patient information was provided.